Event description:
Complaint reported as: over the last two months customer has had four occurrences of the humidifier columns with very low water consumption. This is the fourth of four MDR reports. No patient injury reported. No further information available.

Manufacturer narrative:
Sample has been received and is being evaluated. When investigation is complete, a follow-up report will be sent.